Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he was hospitalized with high blood glucose of 850 mg/dl and diabetic ketoacidosis, due to his dog chewing through the infusion set tubing and he was not getting any insulin. The customer was treated with fluids and an insulin drip. The infusion set was changed out. Customer was wearing the insulin pump at the time of hospitalization.